Event description:
It was reported that three months post a coronary drug eluting stenting treatment procedure, and aneurysm occurred. A taxus express2 drug stent of an unknown size was placed in the left anterior descending (lad) artery on a unknown date. Approximately three months post procedure, a follow-up angiogram was done. The angiogram showed that the taxus stented segment developed a mycotic aneurysm. "It was what appeared to be an inflammatory response." The patient was sent to surgery to bypass the stented segment. The segment was ligated on each side of the vessel to sequester the vessel segment. The physician did not necessarily feel this was stent related but possibly drug exacerbated. Multiple attempts to obtain additional information have been made and have been unsuccessful. No further patient complications have been reported. Patient status is reported to be satisfactory.